Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was obtained: customer called back to report that she is not aware of any part of devices falling into patient. They were simply torn.

Event description:
It was reported by the caller that during a hand assisted sigmoid colon resection, the rubber diaphragm that closes around the surgeons hand ripped; the blue part. There were four of these used in the case and the same thing happened to all four. A fifth one was opened and the case was completed with no patient consequences. The four devices have been disposed of.